Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/+1.5/097 (sphere/cylinder/axis), and the lens tore/broke during injection into the eye. The lens was removed during the same surgery, with no apparent injury. A different model lens was implanted on (B)(6) 2018 and the problem was resolved.